Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947m62 implantable defib lead, (B)(6) 2014; 5076-52 implantable pacing lead, (B)(6) 2014. (B)(4).

Event description:
It was reported that two weeks post implant, the left ventricular (lv) lead dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.